Event description:
It was reported that the patient developed an infection. The patient¿s pacemaker system including the right atrial (ra) and right ventricular (rv) leads were removed. Reference report#: mw5179219. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).